Event description:
It was reported that the implant at tooth site # 9 was removed due to infection & bone loss. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: four (4) tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (1247890-2 each & 1241607-2 each) were received from the customer, however it is unknown which lot# corresponds to this complaint. DHR review was completed for the associated subject lot numbers 1247890 & 1241607. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot numbers 1247890 (op# 150 - str2) & 1241607 (op# 160 - str2) and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the associated lot numbers 1247890 & 1241607 for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss & infection) or product (tsvb11). As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information at the time of this report.